Event description:
It was reported that a user on the first day of ilet pump use experienced elevated blood glucose after a usual breakfast, with the device delivering meal insulin and subsequent automated correction doses; the agent provided troubleshooting and education regarding pump learning and advised continued monitoring. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond self-management, and no hospitalization. Investigation included a review of device behavior and user guidance through standard troubleshooting and education. Investigation of this case revealed the device was operating as designed by spacing corrections after the meal bolus, and no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.